Event description:
A patient received an inappropriate shock. Af with rvr contributed to the false detection. The response buttons were pressed after the event. The patient went to the hospital for further evaluation. Patient continues to wear the lifevest. Patient¿s doctor reported that patient received third degree burns from the treatment shock under a therapy electrode. It was reported that the patient sought medical attention for the burn but is unknown if the burns were treated. The status of the burn is unknown. It is unknown if the patient continued use of the lifevest.

Manufacturer narrative:
Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.